Event description:
The surgery was completed by dr. (B)(6) on (B)(6) 2019. The patient experienced a hematoma in his neck post-surgery. He continues to have some swelling and there is a prominent mass/hematoma around the incision site.